Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare provider reported right breast implant intracapsular rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken assessed as surgical impact opening. (Shell thickness was within specification). Additional observation. No penetrating nick . No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare provider reported right breast implant intracapsular rupture. The device has been explanted.